Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that after implantation the patient experienced pain, erosion, extrusion, infection, vaginal scarring and dyspareunia. The patient underwent mesh removal and placement of ams sling on (B)(6) 2005. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent the following gynecological procedures: (B)(6) 2005: anterior/posterior repair with sling and excision of labial cyst. On (B)(6) 2008: cystoscopy with bilateral retrogrades due to back pain, mild incontinence and chronic irritative voiding symptoms. On (B)(6) 2008: cystoscopy, hydrodistention and random biopsy due to pelvic pain and irritable bladder. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental... In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.